Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead dislodged which was able to be confirmed via fluoroscopy. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The lead was returned due to lead dislodgement. A complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.